Manufacturer narrative:
Patient birth year: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the device detached from the core wire resulting in an inadequate position. A left atrial appendage (laa) closure procedure was being performed. After gaining access to the left side of the heart, a watchman® access system (was) along with a pigtail were inserted into the patient's laa. They sized the appendage and selected a 24 mm watchman ® laa closure device & delivery system. The closure device was deployed too distally. A couple of partial recaptures were performed to move the closure device more proximal. However, they ultimately decided the closure device was too proximal; it was recaptured and removed. A second 24 mm watchman ® laa closure device was advanced. As they were unsheathing the closure device, it came free from the core wire immediately after coming out of the was. They consulted an interventional cardiologist as well as a cardiothoracic surgeon and the implanting physician made the decision to leave the closure device where it was. The closure device was proximal to the ostium of the laa, was under compressed in two angles and there was residual blood flow(leak) underneath the device. No additional treatment was performed. The patient went to recovery in stable condition.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in two echocardiogram angle the residual flowwas 2-3mm.

Manufacturer narrative:
Device avail. For evaluation, returned to manufacturer on, device returned to manufacture, device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes: updated device evaluated by manufacturer: examination of the returned complaint device revealed that the returned product consisted of the watchman delivery system (wds) without the implant. The device was bloody. The valve, sheath, tip and core wire was microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the sheath with sheath damage (abrasions/flattened for 70 cm, starting at tip), and tip damage (tricuts flared/ abrasions/ flattened/markerband flattened). The core wire (shaft and threads) were inspected and no damage or irregularities were found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was further reported that in two echocardiogram angle the residual flow was 2-3mm.